Event description:
A patient reported an issue with battery depletion. There was no adverse impact to the customer's blood glucose level. Technical support attempted to contact the patient multiple times, leaving voicemails and sending follow-up emails; the case was closed with the instruction for the patient to reach out if further assistance was necessary.